Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex (device #1) may have caused or contributed to the reported event. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. The cause of the patient postoperative complications cannot be determined at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/ davol ventralex (device #1) there is no allegation related to the non-bard/davol mesh. Not returned.

Event description:
It is alleged by patient's attorney that on or about (B)(6) 2008, patient underwent repair of an umbilical hernia. As alleged a bard/davol ventralex mesh (device #1), was implanted in patient during this repair. It is also alleged that on or about (B)(6) 2009, patient underwent surgery to revise the failed bard/davol ventralex mesh (device #1). The surgeon implanted a non-bard/davol proceed surgical mesh in patient's abdomen to repair an umbilical hernia. As alleged, a non-bard/davol proceed surgical mesh, was implanted in the patient. It is alleged by the patient's attorney that on or about (B)(6) 2013, patient underwent revision of the non-bard/davol ethicon proceed. During the revision, a non-bard/davol, was implanted in patient's abdomen. It is also alleged by the patient's attorney that on or about (B)(6) 2015, patient underwent removal of the second ethicon proceed. During the removal surgery, a non-bard/davol was implanted. As reported, patient experienced and/or continues to experience severe pain which has impaired his activities of daily living. As alleged, patient continues to suffer complications as a result of his implantation with the non-bard/davol ethicon proceed. As reported, patient has suffered and continues to suffer both injuries and damages, including, but not limited to: past, present and future physical and mental pain and suffering; physical disability and other related damages. As alleged, the ventralex mesh(device #1) implanted in patient failed to reasonably perform as intended. The ventralex mesh (device #1) caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the ventralex mesh was initially implanted to treat. As alleged, patient was caused to suffer severe personal injuries, pain and suffering, severe emotional distress, and other damages. As reported, patient has been injured, sustained past and future, severe and permanent pain, suffering, anxiety, depression, disability, impairment due to the alleged defective ventralex mesh (device #1)..